Manufacturer narrative:
The report of an overinfusion was confirmed through review of the pcu event log. The pump module was last programmed to infuse piperacillin/tazo (zosyn) and not cisatracurium (nimbex) as was reported. It was reported cisatracurium (nimbex) 100mg in ns 100ml infusion was programmed to run at 2.7ml/hr. The entire bag infused completely shortly after beginning the infusion. The pcu event log review shows cisatracurium (nimbex) was not programmed as was reported and instead shows pump module s/n (B)(4) was programmed to infuse piperacillin/tazo (zosyn) 4500mg/100ml (drugid 666) at 6:01 am on (B)(6) 2021,at a rate of 200ml/hr with a vtbi of 100ml. The entire bag infused completed shortly after beginning the infusion (at 6:28 am) due to the infusion was programmed to run at 200ml/hr instead of the intended 2.7ml/hr. It was noted that the device had a channel disconnect error at change of shift when there was no medication infusing. Channel disconnects were observed in the log at 12:16 pm and then at 12:17 pm, however the disconnects occurred after the source pump module was removed and were for two different devices (pm s/n (B)(4) and pm s/n (B)(4)). When initiating nimbex drip, patient, medication, and pump were all scanned, and the order was sent over to the pump as per policy and was verified and signed by a nurse. The pcu log does not show this occurred. It was reported that the nurse went into patient's room soon after and heard the pump alarming with channel disconnect error alarm outside the room. Alarm noted to stop while still inside the patient's room. Another nurse corrected the channel disconnect error while the primary nurse was in the room. The pcu event log does not show the alarm stopping while still inside the patients room and shows the user selected softkey 14 to address the channel disconnect pop-up. Thirty-seven seconds later, the source pump module at (s/n (B)(4)) was re-added as unit a. When the primary nurse went to go pull medications and another nurse noted that the nimbex bag had run dry and was alarming. This does not appear to be in chronological order since the infusion alarmed for air in line at 6:28 am. When the other nurse went to add volume on the pump, he saw it now said zosyn rather than nimbex. The last thing that had been running through this channel prior to the initiation of nimbex was zosyn which had been stopped prior by the night shift nurse. When trouble shooting what could have occurred which led the nimbex to get switched to run as zosyn (as it had previously been confirmed that the order was in fact sent over correctly when initiating the drip), the clinicians realized it most likely occurred during the channel disconnect which another nurse corrected for the primary nurse. When that nurse restored the infusion after the channel disconnect, it is believed that it restored back to the medication that was running prior to the drip (which was in fact zosyn during night shift) rather than the nimbex drip. Onimbex was never programmed on the pump module. The channel disconnects occurred on two different pump modules after pump module s/n (B)(4) had been removed from the system. A review of the device error logs shows the four malfunctions that occurred during the reported event were all for pump module s/n (B)(4) while the pump module was idle and after infusing at 200ml/hr. Functional testing performed found the pump module to be delivering fluid within specification. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. The devices were being used for treatment. The root cause of the reported overinfusion was confirmed as due to user programming. Inspection: pump module s/n (B)(4) was received with instrument seal missing. The right (male) iui and left (female) iui was observed with corrosion. The rear case was observed with impact damage. The lower hinge was observed cracked. The pivot latch screw was observed flush. The pivot latch spring, latch, and sear were observed to be third party parts (see appendix for photos). Log analysis results: the pcu event log shows pump module s/n (B)(4) was programmed to infuse piperacillin/tazo (zosyn) 4500mg/100ml (drugid 666) at 6:01 am on (B)(6) 2021 at a rate of 200ml/hr with a vtbi of 100ml. At 6:28 am, the device alarmed for air in line and the user restarted the infusion at 6:32 am. Four seconds later, the device alarmed for flo stop open for 3 seconds and then the user channeled the device off. At 7:55 am, the pump malfunctioned (211.2000.0 (comm failure). The user selected softkey 11 to address the channel malfunction pop-up and the pump module was removed. At 8:00 am, pump module s/n (B)(4) was added to the system as unit b. Fifteen seconds later, the pump module again malfunctioned. The user selected softkey 11 to address the channel malfunction pop-up and the pump module was removed. At 8:04 am, pump module s/n (B)(4) was added to the system as unit b. The device alarmed for flo stop open for 5 seconds. At 9:06 am, the pump module malfunctioned. The user selected softkey 11 to address the channel malfunction pop-up and the pump module was removed. Twelve seconds later, pump module s/n (B)(4) was added to the system. The user then restored and started the previous infusion running at 200ml/hr. At 9:10 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 20ml/hr. At 9:11 am, the user changed the vtbi to 22ml and started the infusion. At 9:17 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 20ml/hr. At 9:20 am, the user changed the vtbi to 29m and started the infusion. At 9:29 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 20ml/hr. At 9:31 am, the user channeled the device off. At 9:33 am, the user selected the device and restored the previous infusion running at 200mlhr but did not start the infusion. The user then channeled the device off. At 9:43 am, pump module s/n (B)(4) was removed from the system. The volume recorded as being infused during this period was 152.71ml. Twenty-three seconds after pump module s/n (B)(4) was removed, pump module s/n 12640310 was added to the system as unit b (pump module s/n (B)(4) is now unit a). At 12:16 pm, a channel disconnect occurred and pump module s/n (B)(4) was removed and pump module s/n (B)(4) was reassigned unit a. At 12:17 pm, another channel disconnect occurred and pump module s/n (B)(4) was removed. The user then selected softkey 14 to address the channel disconnect pop-up. At 12:18 pm, pump module s/n (B)(4) was added as unit a. At 12:28 pm, pump module s/n (B)(4) malfunctioned. The user selected softkey 11 to address the channel malfunction pop-up and the device was removed. At 4:34 pm, the user selected softkey 14 to power down the system and the system was shutdown and powered off. Error log(s): a review of the device error logs shows the four malfunctions that occurred during the reported event were all for pump module s/n (B)(4) while the pump module was idle and after infusing at 200ml/hr. Test results: functional testing performed found the pump module to be delivering fluid within specification. *note: prior to rate accuracy testing, the pump displayed error code 242.4030 motor stall. The pump was disassembled, and a mounting tab was found broken off and stuck near the camshaft. It was removed and the pump passed rate accuracy. This is believed to have occurred after the reported event, since the pump module error log did not contain any 242.4030 errors on the day of the reported event. During sear functionality testing, pump kept displaying error code 211.2000. The display board and harness were replaced with known good parts and sear functionality testing was able to be resumed with the device passing this test. Test methods: (B)(4) alaris system over infusion test method. Device history review: a review of the device history record showed the device had a manufacture date of 02 october 2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pcu s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pcu s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported from the 4pav west unit that cisatracurium (nimbex) 100mg in ns 100ml infusion was programmed to run at 2.7ml/hr. The entire bag infused completely shortly after beginning the infusion. It was noted that the device had a channel disconnect error at change of shift when there was no medication infusing. When initiating nimbex drip, patient, medication, and pump were all scanned and the order was sent over to the pump as per policy and was verified and signed by a nurse. The nurse went into patient's room soon after and heard the pump alarming with channel disconnect error alarm outside the room. Alarm noted to stop while still inside the patient's room. Another nurse corrected the channel disconnect error while the primary nurse was in the room. When the primary nurse went to go pull medications and another nurse noted that the nimbex bag had run dry and was alarming. When the other nurse went to add volume on the pump, he saw it now said zosyn rather than nimbex. The last thing that had been running through this channel prior to the initiation of nimbex was zosyn which had been stopped prior by the night shift nurse. When trouble shooting what could have occurred which led the nimbex to get switched to run as zosyn (as it had previously been confirmed that the order was in fact sent over correctly when initiating the drip), the clinicians realized it most likely occurred during the channel disconnect which another nurse corrected for the primary nurse. When that nurse restored the infusion after the channel disconnect, it is believed that it restored back to the medication that was running prior to the drip (which was in fact zosyn during night shift) rather than the nimbex drip. The patient was assessed immediately who showed no changes and whose vitals remained at her baseline. Physicians and nurse manager were made aware. No new interventions were received from either provider other than to no longer run nimbex for the patient. A new pump and channel were used so that the old ones could be taken for further evaluation and correction of this malfunction. This event happened in (B)(6). There was no harm/impact to patient.